Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting treatment with a revaclear 300, the dialyzer turned very dark, "almost black" after the blood hit the dialyzer. The blood return was started; however ; then stopped due to the patient complaining of shortness of breath and restlessness. The extracorporeal circuit was not returned to the patient. Oxygen was administered to the patient, and the patient reported they felt "much better". Treatment was then restarted with a different revaclear 300 dialyzer from same lot, however, the machine triggered an internal blood leak alarm, and the extracorporeal circuit was not returned to the patient. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, including leak testing, no leak was observed at 200mmhg; however, the filter was too clotted to achieve 600mghg of pressure. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.